Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui) and implanted with an obtryx sling on (B)(6) 2010. As reported by the patient's attorney, the patient underwent a surgery for obtryx revision due to pelvic pain on (B)(6) 2014. Boston scientific has been unable to obtain additional information regarding the event to date.